Event description:
It was reported that during a coil embolization treatment procedure the coil detached. The intended location was the internal iliac artery. The physician loaded the 8mm x 10cm interlocking detachable coil inside the renegade micro-catheter. When the physician attempted to 'confirm the coil' the coil was detached. The physician removed the coil from the renegade and deployed four interlocking detachable coils to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).